Manufacturer narrative:
(B)(4). An actual unit was received for evaluation purposes related to leak condition. The unit was visually inspected, pressure tested and functionally tested and the defect was confirmed during the pressure test. The leak was found between the burette and the burette bottom cap, where the y-vinyl is assembled. The cause of this condition has not been identified. (B)(4).

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
A customer reported an adminstration set that had a leakage around the drip chamber during priming. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.